Event description:
Auth said the wicks are defective and patient is getting utis. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wicks are defective and patient is getting utis. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided. Per, via phone on 30sept2025 it was reported, t/s done, but still upset with a box and half of defective wicks, advised to ask for replacement wicks for defective wicks, provided 800-754-5919 refund/exchange m-f 9-8 and sat 9-3 est.